Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this patient's system had exhibited increased pacing impedances which are now noted to be out of range with a value of greater than 2,000 ohms. It was reported that the physician is considering replacing the lead as the patient has a subclavian stent very close to the lead. At this time, the cause of the high impedances is unknown. No adverse patient effects have been reported.